Event description:
It was reported that the patient experienced recurring incontinence. A future revision surgery is planned for (B)(6) 2019. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.